Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and t-wave oversensing, as observed in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Intermittent noise could be created with arm maneuvers, which was properly marked as noise. No programming changes were made. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that this s-ICD had stored new untreated episodes. The sense vector was primary. A review of the episodes found small amplitude r-waves with noise and t-wave oversensing. Technical services discussed troubleshooting to evaluate all vectors with patient movements and posture changes, to see if the diminished amplitude could be reproduced. X-rays were recommended to evaluate system placement and performing a new screening should be considered to see if a position yields improved r-wave amplitudes. Programming the gain to 2x could help with noise discrimination. Current data from troubleshooting should be submitted for evaluation of the amplitudes and the r:t ratio. The device remains implanted and in service. The field representative later reported that troubleshooting was performed and noise was observed. X-rays showed a suboptimal electrode position. A new screening was performed and a lower and more medial electrode position passed. A surgical intervention was planned to reposition the existing electrode. During the revision procedure, the device was explanted as it appeared to be exhibiting premature battery depletion and was included in the emblem premature battery depletion advisory. Also, the electrode was explanted instead of repositioned, as it was very difficult to remove and the integrity could not be guaranteed. Therefore, a new s-ICD system was implanted. No additional adverse patient effects were reported outside of the surgical intervention. The explanted products were expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and t-wave oversensing, as observed in the remote monitoring system. The patient was seen in the clinic for troubleshooting. Intermittent noise could be created with arm maneuvers, which was properly marked as noise. No programming changes were made. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that this s-ICD had stored new untreated episodes. The sense vector was primary. A review of the episodes found small amplitude r-waves with noise and t-wave oversensing. Technical services discussed troubleshooting to evaluate all vectors with patient movements and posture changes, to see if the diminished amplitude could be reproduced. X-rays were recommended to evaluate system placement and performing a new screening should be considered to see if a position yields improved r-wave amplitudes. Programming the gain to 2x could help with noise discrimination. Current data from troubleshooting should be submitted for evaluation of the amplitudes and the r:t ratio. The device remains implanted and in service. The field representative later reported that troubleshooting was performed and noise was observed. X-rays showed a suboptimal electrode position. A new screening was performed and a lower and more medial electrode position passed. A surgical intervention was planned to reposition the existing electrode. During the revision procedure, the device was explanted as it appeared to be exhibiting premature battery depletion and was included in the emblem premature battery depletion advisory. Also, the electrode was explanted instead of repositioned, as it was very difficult to remove and the integrity could not be guaranteed. Therefore, a new s-ICD system was implanted. No additional adverse patient effects were reported outside of the surgical intervention. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. A setscrew mark was present on the terminal pin in the correct location. X-rays of the electrode confirmed there were no fractures. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.